Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system.

Event description:
It was reported that air bubbles were observed in the tubing. Customer's blood glucose level was 54-300 mg/dl. No further troubleshooting could be done as event occurred in the past. Reportedly, customer was using off-label insulin.